Event description:
I was alerted that an old osteonics acetabular component was being removed during a revision surgery. Revision was occurring due to osteolysis and possible retro version of the socket. Poly liner was damage and no numbers were available for review.

Manufacturer narrative:
An event regarding osteolysis, loosening, and implant migration involving a securfit shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed because records were not provided for review. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the returned device, pre- and post-operative x-rays, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
I was alerted that an old osteonics acetabular component was being removed during a revision surgery. Revision was occurring due to osteolysis and possible retro version of the socket. Poly liner was damage and no numbers were available for review.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.